Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of spinal needle 27 ga 3-1/2 in experienced leakage at the connection site and needle hub hole/cracked/damaged during use. The following information was provided by the initial reporter: the syringe tip thread does not fit properly into the spinal needle, causing anesthetic loss and may lead to overdose or lower dosage. Phone call: informed us that has no further details of the occurrence, which just passed the information he received. She informed the lot of the mentioned syringe.

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos and a sample for catalog 408381. The lot number of the product that was sent was different than the actual lot that was reported. The sample was in an open blister and contained all components. For complaint lot, manufacturing records were reviewed, and no discrepancies were reported. Complaint lots did not have any problems through the subassembly nor molding process. Thus, in process and final inspections specially to test iso luer dimensions and leak test were performed with successful results. As a result, bd was unable to verify the reported issue as the sample batch did not correspond to batch reported. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of spinal needle 27ga 3-1/2in experienced leakage at the connection site and needle hub hole/cracked/damaged during use. The following information was provided by the initial reporter: the syringe tip thread does not fit properly into the spinal needle, causing anesthetic loss and may lead to overdose or lower dosage. Phone call: informed us that has no further details of the occurrence, which just passed the information he received. She informed the lot of the mentioned syringe.